Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder, the safety shields were cracked / detached from the rest of the device. This was observed in five (5) devices. There was no report of adverse impact to patients or users.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder, the safety shields were cracked / detached from the rest of the device. This was observed in five (5) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: material #: 368651. Lot/batch #: 3145820. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked safety shield was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of cracked safety shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked safety shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.